Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was no audible alarm. There was 1 instance with patient involvement; no adverse consequences were reported.